Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer called technical support (ts) reporting that during testing it was observed that the device's battery malfunctioned. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse discarded the battery and through a good faith effort, the customer confirmed they did not replace the battery as the device can work with no battery. The device passed required performance verification tests per philips¿s standards.